Event description:
It was reported that the balloon ruptured occurred. This 2.50mm x 15mm nc emerge balloon catheter was selected, on the first inflation at 12 atmospheres the middle part of the balloon tore vertically. The device was simply removed. The procedure was completed with another of the same device was used. No patient compilations were reported and the patient condition was good.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured occurred. This 2.50mm x 15mm nc emerge balloon catheter was selected, on the first inflation at 12 atmospheres the middle part of the balloon tore vertically. The device was simply removed. The procedure was completed with another of the same device was used. No patient compilations were reported and the patient condition was good.